Manufacturer narrative:
.

Event description:
A user encountered a problem with a usb cable attached to a tablet programmer. After replacing the suspect usb cable with an alternate usb cable normal operation was observed. The suspect usb cable has not been returned to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently did not include this information.

Event description:
Approximately two weeks after the initial observation, further troubleshooting was performed on the suspect usb cable and it was determined that the usb cable was in fact functioning properly.